Manufacturer narrative:
Corrected data: upon further review it was noted that b3: date of event, was left blank and was inadvertently not explained in h10 text, in the initial report submitted MFR report# 3012236936-2022-00291). This report is submitted to correct this. Section b3: date of event: unknown/not provided. Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/7/2022. Device evaluation: the lens was received cut in half and a cosmetic issue was identified on the optic body. The complaint issue could be confirmed; however, this may be attributed to handling prior to insertion and during explant, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, and ethnicity¿ unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed scratches on the tecnis eyhance intraocular lens (iol) during implantation. The lens was removed and replaced with a back up lens during the same procedure. The patient outcome was not provided. The customer indicated that the lens was discarded after the replacement was completed. Attempts have been made to obtain missing information; however, to date, a definitive response has not been received.